Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported their back pain returned every morning when they wake up, and they need to recharge their ins to at least 80% in order to feel relief. Patient stated that this issue began four weeks after their surgery. Patient confirmed that the therapy has been on at all times. Agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance.